Event description:
It was reported that the patient's chronic right ventricular (rv) lead showed oversensing since the device was replaced one month earlier. The oversensing occurred in both tip to ring and tip to coil configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).